Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, eyes had fibre on the intraocular lens. There are two medical device reports associated with this event. This is two of two additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been three other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).